Event description:
Device report from canada reports an event as follows: it was reported that during a procedure on (B)(6) 2023, every time the scrub nurse loaded a pedicle screw, the polydriver x25 would disengage from to the polydriver handle. The same occurred when the surgeon was implanting the screw to the pedicle and trying to unscrew the pedicle screw; the polydriver handle disengaged from to the polydriver. The surgeon had a hard time removing the driver from the pedicle screw. Another set of drivers was used instead. Procedure was completed successfully with no delay. This report is for an unknown pedicle screw. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d1, d2, d3, d4, g4 - 510k: this report is for an unknown pedicle screw/unknown lot. Part and lot number are unknown; UDI number is unknown. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.